Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was unable to close. A field service engineer (fse) worked with the customer to resolve an issue where patient medication bags were stuck behind a drawer. The customer removed the bags, restoring all functionalities to normal. No further issues were observed with the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary matrix drawer 6 was failed to close. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.